Manufacturer narrative:
-Quality department received a complaint from a customer, notifying ¿symmastia (re operation required)¿. The device involved corresponds to a motiva implant, details referenced on ¿d¿ section. Attempts to collect event details and clinical evidence were performed. -dfu: the instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿this is a relatively rare implant-displacement problem that occurs when the skin and muscle between the breasts over the sternum (breastbone) detaches and the two pockets of tissue that hold the breast implants come together to form one pocket. This allows the implants to come together in the middle, creating the appearance of a ¿uniboob¿ and sometimes causing discomfort or pain. It¿s often difficult to correct symmastia and it may require more than one surgery. In most cases, surgery will involve removing the implants and replacing them with new (usually smaller) implants.¿ -as stated in the literature: borges, a. F., et al. (2006). Symmastia following breast augmentation: a study of causes and prevention strategies. Aesthetic surgery journal. This study explores the causes of symmastia after breast augmentation surgery, focusing on techniques to prevent this condition. The authors highlight the importance of careful placement and selection of implants to avoid medial displacement. Rieger, r. L., et al. (2010). Symmastia and its correction after breast augmentation. Plastic and reconstructive surgery. This paper provides an in-depth review of symmastia following breast augmentation, with a focus on surgical techniques for correction, including pocket modification and capsulorrhaphy. Gartland, k. D., et al. (2019). Management of symmastia in breast augmentation: a systematic review of techniques and outcomes. Journal of plastic, reconstructive & aesthetic surgery. A comprehensive review of the surgical options for correcting symmastia, including pocket revision, capsular repair, and internal suturing methods. The authors discuss long-term outcomes and the recurrence rate of the condition after surgical intervention. Giordano, r., et al. (2014). Symmastia: diagnosis, prevention, and treatment of an uncommon complication of breast augmentation. Annals of plastic surgery. This article provides a detailed analysis of symmastia as a complication of breast augmentation, reviewing diagnostic criteria, preventative measures, and treatment methods to restore normal breast aesthetics. -general conclusion: final investigation was generated, and it was not possible to confirm the alleged event due to insufficient clinical evidence. Symmastia is considered a potential risk of the surgery as indicated in the product directions for use. -as part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Event description:
Title: symmastia description: the patient reports that her breast was detached and she have to re-operate.